Event description:
It was reported that the patient experienced diaphragmatic stimulation. When repositioning the left ventricular lead, dissection of the coronary sinus was seen via fluoroscopy. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.